Event description:
It was reported that the gastrointestinal videoscope displayed a communication error in the center of the screen. The reported issue occurred during set up and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus and the customer's reported issue could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined as the reported issue was not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.